Manufacturer narrative:
The service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. There was no additional information made available, other than the sr is still ¿open.¿ with no additional, related to the information provided, the reported event was not able to be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic system gas did not fill automatically. Both types of gas were tried but it did not fill the syringe . Procedure and patient details were not reported. Additional information was requested none received till date.